Event description:
Alarm for pressure of orthroscopy pump sounded. Forceful normal saline flow noted. Left lower extremity noted to be swollen, ischemic and without doppler pulses. Ace wraps applied. Skin puncture check for bleeding. Skin puncture check for bleeding noted foot lowered below heart level, foot pinked with bleeding for orthroscopyportats. Dorsalis pedis and posterior tibial pulses noted arthroscopy portals prepped and sutured, vascular consult conducted. Patient awakened and extubated within spontaneous respirator and able to flex both feet. Self transfer to cart.